Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced right heart failure due to over-volume oedema due to renal dysfunction on (B)(6) 2024. The patient presented with peripheral edema. On (B)(6) 2024 the patient's maximum creatinine was 4.07 mg/dl and they underwent dialysis for 1 week. Although considered unrelated, the causal relationship with the device could not be ruled out.

Manufacturer narrative:
Section a4: patient weight corrected. Section b2: outcomes attributed to adverse corrected. Section d4: primary UDI corrected. Section h3: corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including multiple types of organ failure and dysfunction (right heart failure and renal dysfunction), that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.